Manufacturer narrative:
On 27 november 2017, the r&d project manager performed a visual inspection of the retrieved item and commented as follows. After having done the visual inspection, I came to the following conclusions: -a pin of one of the joint of the shaft was broken; - the root cause is difficult to understand. It might be due to a high stress in this particular case. The manufacturer was alerted on (B)(4) 2017. Pictures sent them on the 17th november 2017. On 28 november 2017 they send us the final report reporting as follows: document review batch released on date: 30/04/2015 n. Of pieces released: (B)(4) comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have already received other complaint for this batch conclusions: there aren't non conformity elements in the document review. Inspection: analyzing the pictures we could say that the universal joint is broken, in particular the pin broke. Conclusion: we exclude the possibility that the breakage has been caused by the surgical drill use: it has been showed that there aren't any structural issues using the surgical drill. We suppose that the breakage of the device is due to the reaching of a twisting couple higher than 25nm during the usage (as marked on the shell of the device). We test the 100% of the mis reamer handle endurance with a twisting couple of 30nm. Furthermore we suppose that the breakage has been caused by a manual use of the device, with which is possible to reach high torque levels that compromise the resistance of the mis. Hpf has launched the mis 3.0 improving the performances of the reamer handle, toughen up the internal rotation mechanism and improving the lubrication system. Tests have been performed proving that if usage and maintenance instruction are followed, there is no risk of anomalous performance losses.

Event description:
During surgery the internal mechanism of the instrument broke in half. The surgeon used a secondary instrument to complete the surgery. There was a 20 minute delay in surgery. The surgery was completed successfully.